Event description:
The comaplint is reported as: the unit is not heating. The issue was detected during patient use. The condition of the patient is listed as fine.

Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The product was assembled and inspected according to specifications. The sample was returned, however, the evaluation was not complete at the time of this report. A follow-up report will be submitted upon completion of the investigation.